Event description:
According to the reporter: during preparation for surgery, the dial was rotated 1-2 times to inflect, the tip of the device was broken. The device was not used for patient. Another device was used.

Manufacturer narrative:
(B)(4).